Event description:
Customer reportedly obtained a result of 5.1 inr on the coaguchek xs system and 3.2 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return or suspect system and replacement was sent.